Event description:
It was reported that the customer's blood glucose was 400 mg/dl. The customer was needing infusion set supplies. It was advised that emergency medical services could be called to take the customer to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).